Event description:
The customer contact reported that the device would power on, but would then lose power and lose any program in the device. The device was returned to the biomedical department for a report of that prior to patient use, the device would power on, but would then lose power and lose any program in the device. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device passed testing. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.